Event description:
It was reported by service report that the rail assembly in the ambulance did not work properly due to excessive debris build up. No patient involvement or adverse consequences are reported.